Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
An adverse event was reported for patient, no. 28, in the (B)(4). The surgeon reported to the crm that the patient has a dislocation of the hip (B)(6) 2007. They performed a closed reduction and there were no recurrence. Patient was terminated from the study (B)(6) 2008 due to death not relating to the implant/surgery.